Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo and one video were provided for investigation. The photo and video was reviewed and the indicated failure mode for underfill was observed. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
Tube doesn't fill properly. Information received on 08/10/2021: there was no damage. No inconsistent results related to the failure have been released.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "tube doesn't fill properly."